Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise, oversensing, pacing inhibition, and high pacing thresholds. The ra lead was successfully replaced, and the device and other leads remain in service. No additional adverse patient effects were reported.